Manufacturer narrative:
(B)(6). The lot was manufactured from february 1, 2019 - february 4, 2019. The device was received for evaluation. Visual inspection was performed and noted fluid inside the bag that contained the unit. A functional leak test was performed by filling the unit with green colored water. The blue winged luer cap was manually hand tightened and the unit was monitored until the next day. The next day, no signs of leak were observed at the blue winged luer cap. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor leaked from an unspecified location. The device was filled with ropivacaine 0.2% in sodium chloride 0.9%. This issue was identified at the hospital, prior to patient use. There was no patient involvement. No additional information is available.